Event description:
It was reported that this right ventricular (rv) lead was an attempted implant after several repositions. At the final reposition, the helix was not able to retract. The physician managed to counter-clockwise the lead body, nonetheless was unable to detach the helix from the tissue until the helix eventually fractured and remained in the septum. Another rv lead was succesfully implanted. This device is not expected to return for analysis. No additional adverse patient effects were reported.